Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low sensing and unstable thresholds. The lead was surgically abandoned.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.